Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of some clots/fibrin on the fiber bundle. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator and fusion cardiotomy venous reservoir, it was reported that during the aortic valve replacement(avr) and surgery, fibrin network formation was observed in the reservoir section at the stage of weaning from cardiopulmonary bypass. As an anticoagulant in the pump, heparin, 5 ml was used. Throughout the case, cardiopulmonary bypass (cpb) activated clotting time( act) values measured at 30-minute intervals were 705, 593, 538, 426, and 188 respectively. The heparin was administered by anesthesia before initiation of the pump. After the full-dose heparin administration by anesthesia, theact value was measured as 523. The use of the devices was unknown. There was no adverse patient effect associated with this event.